Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure using an xi system, user informed the technical support engineer (tse) that the erbe generator did not turn on. The user stated that the generator had worked as usual for the first surgery of the day, but now there was no led on the power button. The tse guided the user to check the power cable connection, which was confirmed to be properly connected. The user was asked to try another power wall socket, but this did not resolve the issue. The tse then requested the user to test the erbe power cable on the e-100, which started as usual, indicating that the power cord was functioning. The procedure was converted to traditional laparoscopic surgery. A procedure delay was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found during power-on testing, the erbe generator failed to turn on, confirming the issue occurred in the field. Visual inspection revealed no abnormalities related to the reported event. The erbe unit will be sent to the original equipment manufacturer for further analysis. The complaint was confirmed based on the field evaluation. The probable root cause of the customer reported issue is attributed to faulty erbe generator.